Event description:
(B)(4). The day I had the procedure, I had it done in the office. My right side went in fine; as my left side I had a lot of pain and the doctor had difficulty getting it in and it hurt really bad. She did in the beginning it in, I immediately could feel that that side of the device. I also started to get really bloated and have a stabbing feeling on my left side from then on. I told my doctor what was going on and she said my die test came back fine. I kept going back. She did ultrasounds but then agreed to see what was going on by laparoscopic exploratory surgery. At the check up, she said everything looked ok and told my fiance that it was all in my head. She said I could a second opinion from one of her colleagues. I said no thank you and went to another ob/gyn where she told me there was something going on with my uterus and agreed to do a hysterectomy. I am now 1 month post op and I feel so much better. All my pain has gone away.